Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2025. On (B)(6) 2025, the patient experienced a hypoglycemic event despite elevated cgm readings. At 2:25 pm on the day of the event, the cgm reading was 82 mg/dl. Around 3:00 pm, upon arriving at a shop, the patient lost consciousness. At that time, the cgm reading had risen to 215 mg/dl. A store employee called emergency services. When paramedics arrived, the cgm was reading 300 mg/dl, while a confirmatory fingerstick bg test showed a critically low value of 30 mg/dl. The patient was treated on-site with intravenous glucose. Following treatment, the cgm reading was 90 mg/dl and the bg reading was 170 mg/dl. The patient was not transported to the hospital, and no further treatment was reported as necessary. There was no documentation of additional medical evaluation or intervention. Later that evening, the patient reported feeling unwell and described their body as feeling ¿beaten up.¿ however, at the time of the report, the patient was understood to be in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the e zone of the parkes error grid when paramedic checked. The reported glucose values fall within the b zone of the parkes error grid after treatment was provided. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.